Event description:
A discordant high immulite 2000 ipth result was generated on one patient sample. The sample was repeated by the laboratory, with lower results and a corrected report was sent out. There is no known report of treatment given or withheld based on the discordant ipth result.

Manufacturer narrative:
A siemens fse (field service engineer) analyzed the immulite 2000 instrument . After analyzing the instrument, the fse decontaminated the system with probe wash, since the water counts were high, replaced the sample probe and ran qc. The instrument is performing within specifications. No further evaluation of the device is required.